Event description:
It was reported the pt was experiencing severe abdominal pain after her implant procedure. The pt was hospitalized and treated with medication. Follow up information identified the issue has resolved and the pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.